Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified shunt limb. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an chronic kidney disease percutaneous transluminal angioplasty. During procedure, both guidewire and balloon crossed the lesion, however, it was noted that the balloon ruptured at 3atm upon first dilation. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient status was stable.